Event description:
The pt was implanted with a left ventricular assist device (lvad). The heartfailure nurse practitioner reported that after 2 yrs 3 month of support, the pt was found by the paramedics at home and unresponsive. At the time the pt was found, the system controller was reportedly alarming with a "red heart" warning and once the system controller was reconnected to power, the "red heart" alarm cleared. The pt's cause of death was not reported to the MFR and no add'l info regarding the event was provided. The lvad was explanted during the autopsy.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.